Manufacturer narrative:
Mindray rep replaced identified the need for a new inverter board.

Event description:
Customer reported a blank display on the spectrum monitor, which may have resulted in a loss of primary monitoring. No pt injury was reported.